Manufacturer narrative:
Siemens healthcare diagnostics has confirmed that hemoglobin a1c_3 reagent kit lots 310 (smn10379673 and 10485591) for use on advia® chemistry systems demonstrate an increased incidence of calibration failures due to the thb_3 (total hemoglobin) exceeding the rbl maximum limit of 0.060. A customer notification was sent to us customers (chc17-01.a.us) and to ous customers (chc17-01.ous) in february 2017. The customer notifications inform customers to discontinue use of and discard the affected kit lots when they encounter calibration failures due to high rbl. This customer is included in the customer list for the field action communication. However, the event occured before the customer communication was implemented. It is unknown if this issue is related to the above mentioned field action. The cause of the discordant %hba1c results is unknown. Siemens is investigating this issue.

Event description:
Discordant patient results for hemoglobin a1c_3 (hba1c_3) were obtained with reagent lot 310 on advia xpt instruments. The initial results were reported to physician(s) who questioned the results. The same samples were repeated and gave different results. It is unknown if the repeat results were reported to the physician. It is unknown if any treatment or medical intervention was performed on patients due to the discordant hba1c results. It is unknown if there was any delay in administering treatment or medical intervention to patients due to the discordant hba1c results.

Manufacturer narrative:
The initial MDR 2432235-2017-00172 was filed on march 8th 2017. Additional information (5/08/2017): a siemens headquarter support center (hsc) specialist was unable to obtain the necessary information from the customer to complete the investigation of this issue. The investigation that was conducted as part of the field action communication sent to u.s customers ((B)(4)) and to ous customers (chc17-01.ous) indicates that patient and qc results are not impacted by hemoglobin a1c_3 lot 310. The cause of the discordant % hba1c results is unknown. Corrected information (5/25/2017): upon further review, it was noted that the initial MDR filed on march 8th 2017 had the incorrect manufacturing site.